Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument would not open up when connected to system. There were no reports of patient injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument opened at the beginning of the procedure. Later, when the instruments were swapped and reported mcs instrument was re-used, it no longer opened. The reported instrument was replaced. The procedure was not aborted but, completed robotically with another instrument.